Event description:
Reportedly, during a pacemaker interrogation, an error message appeared and the session abruptly closed after clicking on ok. Re-interrogating the pacemaker restored normal functioning. Preliminary analysis confirmed the reported issue without identifying a clear root-cause.

Manufacturer narrative:
Preliminary analysis confirmed the reported issue without identifying a clear root-cause.

Event description:
Reportedly, during a pacemaker interrogation, an error message appeared and the session abruptly closed after clicking on ok. Re-interrogating the pacemaker restored normal functioning.

Manufacturer narrative:
Analysis synthesis: - analysis of the provided expertise data confirmed the reported behavior, as a crash of the programmer modules was observed on (B)(6) 2023. - however, the root-cause of the observed issue could not be determined. - it should be noted that normal functioning was restored at the next interrogation.

Event description:
Reportedly, during a pacemaker interrogation, an error message appeared and the session abruptly closed after clicking on ok. Re-interrogating the pacemaker restored normal functioning.